Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user received an "occlusion alert" after a meal announcement while using a contact detach infusion set. The user confirmed no visible kinks or leaks. The agent guided the user through a fill tubing test, during which insulin drops were observed, and the user successfully reconnected. The agent advised performing a full supply change if further occlusion alerts occur. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.